Event description:
Procedure was to ptca a right posterior lateral lesion, retrogradely coming from an "ao to rpd" vein graft. The 7f multipurpose catheter was advanced from the right groin easily into the ascending aorta. The catheter was twisted so as to engage the orifice of the "ao to rpd" vein graft. The catheter failed to move (the tip). It appeared to be "moving" floating freely. A second twist did not move the tip. Contrast was injected to confirm that cath tip was not against the "ao" wall. It was not. A third gentle twist and pressure was lost. A fluoro scan over right femoral area showed what appeared to be a "kink" in the catheter at the common femoral artery. Interestingly, contrast remained in the catheter. The operator pulled the catheter to remove from the sheath body and only a short of catheter was retrieved. The catheter separated/"broke off" at the right femoral artery. The distal tip of the catheter was successfully snared but could not be pulled out of a (9f) sheath (7f changed to 9f). The catheter was removed with a small local incision by vascular surgery.